Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedance. Technical services (ts) reviewed the engineering report which showed that the value was at 125 ohms and stated that the shock impedance has since been stable within range. This lead remains in service. No adverse patient effects were reported.